Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient was receiving a lot of shock or pain, she knows it was due to the stimulation, was having jolts of electronic jolts to her legs as soon as she got home from church. The patient said the past weekend was pretty rough and she almost can't walk because of the pain. She was in excruciating pain on a daily basis. It was confirmed that the patient therapy was on, program 1 at 0.0 volts. A motor vehicle accident/car wreck, which occurred on (B)(6) 2017, was reported to be related to the issue. It was noted that the pain began immediately after the accident. The patient previously went to a chiropractor, who used some needles, and she went to a pain doctor. Some medications were taken for the pain. In addition, the patient mentioned she had pain on the left before the accident and the device. Also, she had a couple of jolts, and muscle spasms because of the jolts every now and then before the accident. Since the accident, the patient feels the device has shifted. Also, the patient didn't want to turn off the stimulation because she didn't want bowel symptoms to return. The device was implanted for bowel and she has had a little bit but not much of symptoms since the accident, but that isn't the biggest problem. The patient could hardly lift her legs, both legs and knees. An allegation was also made that the pain could be because of where the stimulator was placed on the sacral nerve and crosses the sciatic. There were no further complications or anticipations reported with this event.